Manufacturer narrative:
Section g3: correction manufacturer's investigation conclusion: a specific cause for the report of right heart failure could not be conclusively determined through this evaluation. In addition, a direct correlation with heartmate 3 lvas, serial number (B)(6) could not be conclusively established. The patient remains ongoing on (B)(6) and no further related issues have been reported at this time. The heartmate 3 lvas IFU lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 entitled ¿patient care and management¿ cautions the user that right heart failure can occur following implantation of the pump and outlines the associated treatment options, including rvad placement. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had right heart failure (rhf). He remained on milrinone for more than 7 days post-implant and, therefore, met the rhf criteria. Milrinone was discontinued on (B)(6) 2017. It was reported that the rhf was possible device related.